Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during removal of the sleeve, a partial thread at the tip of the sleeve became damaged and remained in the head if the screw. The damaged thread was removed from the screw. No adverse effect on the patient was reported. This is 1 of 1 reports for the same event, complaint # (B)(4).